Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that they dropped the database and repaired the medication application. The technical support specialist rebooted the station and the database size is now at 3gb. The issue was resolved and confirmed nurses can now use the station without issues. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had an unexpected data error occurred. The customer stated that they unable to dispense medications from the stations and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.